Manufacturer narrative:
Correction: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation manifested by fever. The cause of peritonitis was unknown. The patient was hospitalized and was treated with unspecified anti-inflammatory drug (dose, route and frequency were not reported) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during the treatment. No additional information could be provided as the reporter declined follow up.